Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 987 mg/dl and current blood glucose was 166 mg/dl. Customer also experience vomiting and nausea. Customer was wearing the pump at time of hospitalization. Customer was unable to complete care-link upload. Customer declined troubleshooting for high blood glucose and bent cannula. The device is not expected to be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.